Event description:
During index procedure physician implanted the another stent and there was proximal disease and another start was also implanted. During the month of november 2004, patient had angina. In january 2005, patient had a stress test peformed and was positive. In 2005, patient was re-cath; there was focal stenosis,stents appeared to be apart and significant overlap. Physician has indicated that stent fractured.